Manufacturer narrative:
(B)(4).

Event description:
It was reported during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad). During the 1st inflation at 12 atms, the pressure gauge on the inflation device went down and vacuum was performed. "The blood flew back as indication that a balloon rupture occurred." The procedure was successfully completed with a different device. Pt condition listed as "good."